Event description:
Complaint states that during a transfer between the bed and chair, the pt fell on her back because one of the lift's legs came off the base. It was known by the user that the leg widening feature were malfunctioning prior to using the lift on this pt. As a result to the fall it was reported that the pt received vertebral lesions at l4 and l5. Further information about the severity of the injury was not disclosed by the customer due to restrictions in discussing pt information form this country.

Manufacturer narrative:
The lift will be evaluated by hill-rom and a supplemental report will be submitted when the evaluation of the device is completed.